Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector. After delivery of the iol and during surgery, the lens was removed and replaced secondary to capsular bag damage. Additional information has been requested. Reference MDR# 2031924-2009-00156.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.